Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located on 7 north c723 at the account. There was. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail center arm assembly broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.